Event description:
Since december 20, 2023, the user_s impedances were unstable, and the child showed signs of hearing loss. A CT MRI scan show that the device is located outside the cochlea. Surgery is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide benefit due to a migration of the active electrode out of cochlea. In addition, during device investigation minor damage to the active electrode caused by device minute mobility causing fatigue wire breakages was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected. A CT scan reportedly showed that all channels were extra-cochlear. The user has been reimplanted with a new device.